Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise. The patient was brought into the hospital where programming changes were implemented to deactivate the lead and the patient was sent home with a life vest. Patient was asymptomatic and in stable condition.

Event description:
New information noted the suspected cause of the oversensing was lead on lead interactions. The right ventricular lead was explanted and replaced. There were no patient consequences.